Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during basal delivery using a cleo® 90 infusion set, the patient's pump displayed an occlusion alarm (alarm number in pump history: 26). Through troubleshooting with the distributor, it was determined that it was a likely there was a blockage located in the tubing. The patient's blood glucose levels were 444 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a manual insulin injection. The patient did not test for ketones. The patient was able to reattach the infusion set tubing to their site and successfully resumed insulin via the pump. No permanent injury was reported. See MFR: 3012307300-2017-01359.